Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was being performed to treat grade 4+ mitral regurgitation (mr). The clip was advanced into the left atrium where gripper orientation testing was performed. It was noticed that one of the grippers did not fully descend. Troubleshooting was performed without success, so the clip was removed and replaced with another. One clip was implanted reducing mr to grade 1-2.

Manufacturer narrative:
All available information was investigated and the reported single gripper actuation was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and the returned device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.